Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level. Initially, the caller did not follow the correct procedure for removing and loading a new cartridge, but tandem technical support educated them on the correct process. Despite successfully delivering a 9-unit bolus, the caller could not reload the original cartridge. With assistance, the caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.